Event description:
The lay user/patient contacted lifescan alleging that the product had the following product casing issue: the left side of the meter's case was "bubbling." There were no allegations of harm or injury.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet rec'd it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.